Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report low blood glucose levels that started after receiving a replacement insulin pump. The customer's blood glucose level was 35 mg/dl. The customer symptoms included feeling sick. The customer treated with food. The caller declined to troubleshoot for the insulin pump and only wanted to troubleshoot for carelink. Nothing was replaced or returned for analysis.